Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok, up arrow and down arrow keypad buttons were sticking and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and required multiple button presses with increased force to elicit a response; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up arrow, down arrow, and ok key contacts.